Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. As received, the monitor was restting. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.